Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test and force sensor test. Device received with broken reservoir tube lip, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked select button keypad overlay, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer's blood glucose value was 300 mg/dl at the time of the incident. Customer will return device for analysis.